Event description:
Received case report from china. Report states on july 1, 1998, pt complained of discomfort in left eye, "when she first wore a new sv lens, reportedly her third pair." The next day pt felt pain in left eye and took off her lenses. That day pt went to the hospital outpatient department. On day 5 pt was hospitalized with infectious keratitis. On day 9 pt met with corneal expert. Expert reports pt has a 6mm central corneal ulcer and visual activity is finger counting. Corneal bacterial culture was negative and pts lens is reported to be torn.